Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. After the procedure completion successfully, while mapping, air was noted inside the sheath. Also, leak was reported. Farawave and octaray were inside the patient body when air was detected. No air was noted when the dilator was removed the sheath. No patient complication were reported. The device is expected to be return for analysis. The tip of the catheter should be perfectly in place at the moment of insertion. Then, push it forward sufficiently. The method of irrigation was an infusion pump, terufusion infusion pump air was noted from the tip of the shaft. No air was noted on the patient nor blood leaked. The flow rate was 100cc per hour.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. After the procedure completion successfully, while mapping, air was noted inside the sheath. Also, leak was reported. Farawave and octaray were inside the patient body when air was detected. No air was noted when the dilator was removed the sheath. No patient complication were reported. The device is expected to be return for analysis. The tip of the catheter should be perfectly in place at the moment of insertion. Then, push it forward sufficiently. The method of irrigation was an infusion pump, terufusion infusion pump air was noted from the tip of the shaft. No air was noted on the patient nor blood leaked. The flow rate was 100cc per hour.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. Analysis of the returned faradrive sheath did not find any defects or confirm an existing leak path that supported the allegation of air ingress as described in the complaint summary. Therefore, the reported allegations were not confirmed.